Event description:
It was reported that multiple intermittent occlusion alarms occured. Customer addressed the issue, by changing out supplies and cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact.